Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 14fr. Esheath got stuck at external iliac artery although the insertion angle was proper. The sheath was removed and exchanged out for a new one. There was no report of vessel damage. However, visual examination found a vertical crack or tear 1 cm long at the sheath distal tip.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards esheath introducer set was not returned for evaluation. A device history record (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint codes. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A reference image was provided, and the following was observed: the reported issue was indicated to be at the sheath distal tip. The instruction for use (IFU)/training manuals for the commander delivery system and edwards device preparation were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. Per precautions for use: when inserting, manipulating, or withdrawing a device through the expandable sheath, always maintain the expandable sheaths position. When puncturing, suturing, or incising the tissue near the expandable sheath, use caution to avoid damage to the expandable sheath this event reports a sheath distal tip split observed after removal from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. A risk assessment was performed on the reported event and there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaints for "general risks - failure - sheath distal tip split" and "sheath insertion and suturing - inability to introduce sheath" were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, review of the DHR and lot history did not indicate that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "14 fr esheath got stuck at external iliac artery although insertion angle was proper. The sheath was removed and exchanged to a new one. Visual examination found a vertical crack or tear in 1 cm long at sheath tip". It was also reported that the patient had "mild calcification and tortuosity". The procedural training manual states, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." The presence of calcification and tortuosity can result in a challenging pathway for the sheath to be inserted. Calcification can create friction through contact with the sheath and can directly damage the distal tip, while tortuosity can subject the sheath to suboptimal angles. It is likely that these patient factors may have contributed to difficulty inserting the sheath into the patient. Additionally, if excessive manipulation was in an attempt to overcome the difficulty experienced upon insertion, it could have led to further damage at the sheath distal tip. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) contributed to the complaint event. However, without a returned device a definite root cause was unable to be determined at this time. The complaint was unable to be confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient (calcification) and procedural factors (excessive manipulation) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.